Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 and 4.2 was failed and was not detected on bus. A field service engineer fse reseated the row board cables and adjusted the rear chassis. Hardware test application was run to verify the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 and drawer 4.2 experienced failures and were not detected on the bus. The machine had been restarted five times, but the issue persisted, and maintenance was required. The customer stated that there was a delay in patient care there were no adverse events or injuries reported based on this event.